Event description:
(B)(4). A few weeks after having the essure procedure, I started having strong lower abdominal cramping, heavy menstrual bleeding, painful intercourse, lower back pain, and occasional stabbing pains through my lower abdomen from hip bone to hip bone and always below the belly button. A few times I felt a "popping" sensation below my belly button which would come with excruciating pain. I was checked for stds, I had numerous xrays, mris, ultrasounds, and CT scans but nothing was ever found. In (B)(6) 2011 my doctor diagnosed me with adenomyosis and said I needed a hysterectomy. The pathology report showed no adenomyosis and my doctor advised me that I had an adverse reactive to the coils. She explained that my fallopian tubes and uterus were very red, swollen, and "angry looking."